Event description:
It was reported that during a da vinci prostatectomy procedure, the motion of the prograsp forceps instrument became bad, but the cause was not clear. The surgical staff tried to pull the instrument out; however, was unsuccessful. The instrument was forced out then the surgical staff noticed that the wire came off the pulley and the wire was also broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be derailed at the distal pulley, causing motion to not be precise. Also the pitch up cable was frayed, clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.